Manufacturer narrative:
Continuation of d10: 5092-52 lead, implanted (B)(6) 2012. 5076-45 lead, implanted (B)(6) 2012 . Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient had significant bruising from the procedural table with ongoing discomfort at the cardiac resynchro nization therapy pacemaker (crt-p) site. It was further noted that the patient subsequently experienced left arm and left breast edema and at a left ventricular (lv) lead change out procedure, it was noted that a left extremity venography revealed there was significant venous stenosis/occlusion with extensive collaterals of the subclavian venous system with more at the subclavian axillary vein. The patient is a participant in a clinical study. The crt-p, right atrial (ra) lead, and right ventricular (rv) lead remain in use. No further patient complications have been reported as a result of this event.

Event description:
It was further reported that the new lv lead left bundle branch lead was related to the breast edema, bruising and discomfort. The lv lead left bundle branch lead remains in use.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the patient underwent a left brachiocephalic and subclavian vein venoplasty.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.